Event description:
I arrived back home to (B)(6) after a 30 hour trip back to (B)(6) via (B)(6) and then (B)(6) on december 30th. I wear an insulin pump called an omnipod and am a type 1 diabetic of over 50 years. During the 2nd portion of the flight (a 13 hr flight), I noticed that my blood sugars were increasing to the point that quick action would have to be done otherwise dire circumstances could have occurred if left alone and require medical attention upon landing. We feel due to air pressure, the bladder portion of the pod containing the insulin was compromised due to altitude changes on the 1st flight as it approached (B)(6). The aircraft had to increase altitude very quickly in order to avoid a problem and in doing so, most likely squeezed the bladder containing the insulin to the point that it could no longer function, but no alarm or occlusion alert which should have occurred was announced on the pdm (much like what you see with an empty water bottle if you have ever flown). I have reported to omnipod (they requested the pod be sent back for inspection and it went to them this past week). I also mentioned to them that when trying to figure out what was happening via my tablet that contains the manual, there is no warning of this possible occurence whilst flying. I feel it is something that omnipod should ensure their users are aware of even if it is a rarity. I have already composed and broadcast a blog on this incident to raise awareness for those who use the omnipod system. The omnipod is a good system, but the company should warn its users of this potential life threatening problem. At the time of calling omnipod to report this issue (call was placed to (B)(4) call centre), they seemed to skirt the issue around this, but due to it being a service center when filing a problem, they no doubt have a set speech in order to protect their companies reputation. My blog link if you wish to read it can be found at this link - (B)(6). Thank you very much.